Manufacturer narrative:
(B)(4). G2- spain. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eight years and five months post implantation due to fracture of the polyethylene component and a fracture of the extensor mechanism caused by the fractured and dislocated polyethylene. The patient experienced pain and instability. Attempts to obtain additional information have been made; however, no more information is available.